Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead exhibited noise on all three channels, resulting in many stored episodes occurring at random times throughout the day. The noise resulted in pacing inhibition of greater than 2 seconds; however, no adverse patient effects were reported. All lead diagnostic measurements were normal. The patient was brought in clinic, where the noise was reproducible via isometrics. Myoptential oversensing was suspected.

Manufacturer narrative:
A revision procedure was performed, during which the crt-d was explanted and successfully replaced with another device. The leads were checked with a pacing system analyzer (psa) and left in service with the new device. The physician suspected that the explanted device hay have had a header problem that caused or contributed to the noise. Also of note, some difficulty was encountered in loosening the device setscrews during the procedure. The device was returned to the hospital's pathology department after the procedure, and later returned to boston scientific for analysis. This event will be updated as additional information becomes available. Analysis of the device was performed at our post market quality assurance laboratory. A microscopic visual inspections noted that the lv- seal plug was damaged and both lv retainer rings were bent upward, suggesting that excessive force was used to retract the setscrews. All setscrews were confirmed to be operating normally. The device passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Laboratory analysis was unable to reproduce or confirm the clinical observation. Final analysis concluded that the device was electrically within specification. This event will be updated if any additional information becomes available.